Event description:
It is reported that a customer's display window was not working on their insulin pump even after installing new batteries in the device. The patient's blood glucose level was at 406 mg/dl. The customer was treated for the high blood glucose with the insulin pump. The customer stated that they might have unknowingly dropped the device in the middle of the night. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit received with missing segments/partial display due to cracked and bleeding lcd glass. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip.